Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach was further described as the patient made a touch contamination and did not wear a mask during therapy. On the same day as event onset, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin (intraperitoneal, dose and frequency were unknown, duration was not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. On an unreported date, the patient was retrained in aseptic technique. Action taken with pd therapy was not reported. No additional information is available.